Event description:
It was reported that the user experienced a blood glucose of 39 mg/dl while asleep and did not treat because they were unaware, after having eaten a chocolate covered marshmallow egg before bedtime. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.